Manufacturer narrative:
For 1 event: 1. Summary of investigation results: the investigation did not identify a product problem. 2. Summary of follow-up/corrective actions taken: the patient sample is not available for investigation. For 1 event: 1. Summary of investigation results: the investigation did not identify a product problem. The cause of the event could not be determined. 2. Summary of follow-up/corrective actions taken: the sample was received for investigation. Interference testing was performed; no interference affecting the t3 results was identified. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. For 2 events: 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable elecsys t3 results for 2 patient samples tested on cobas e 801 analytical units. 2. Patient age range: 4-66 years. 3. Patient weight range: asku. 4. Patient sex breakdown: 2-male. 5. Patient race breakdown: 1-asku, 1-asian. 6. Patient ethnicity breakdown: 1-asku, 1-non-hispanic/latino.